Event description:
It was reported a spectrum pump displayed constant downstream occlusion messages, when no occlusion was present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom. The evaluation could not reproduce the alarms. However, review of the event history log confirmed it. The pressure plate gap was found out of specification and is a known contributor. Adjustments to the gap were performed and calibration to ensure proper occlusion detection.